Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation performed, contrary to device instructions for use. There was no reported product deficiency. Thrombosis is a known adverse event as listed in the xience v instruction for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, no pre-dilatation was performed. It should be noted that xience v IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect that occurred periprocedurally.

Event description:
It was reported that a xience v rx stent was successfully, directly implanted in the proximal left anterior descending coronary artery (plad). During the procedure the patient received angiomax and was given plavix 600 mg post procedure. Approximately 3 hours later the patient experienced st elevation, increased heart rate and blood pressure. Repeat angiogram revealed timi I flow in the lad due to in-stent thrombus. Thrombus was aspirated and medications including angiomax, integrelin, and an intracoronary vasodilator were given. Lad flow improved to timi IV and st elevation resolved. The patient will be placed on effient in place of plavix. Hospitalization was prolonged. There was no device issue during either procedure. No additional information was provided.